Manufacturer narrative:
(B)(4).

Event description:
It was reported that vessel dissection occurred. An expo guide catheter was selected for use. During a diagnostic heart catheterization as they were shooting the left internal mammary artery (lima), flow limiting dissection occurred. Stents were used to treat the dissection. No patient complications were reported and the patient status is fine.